Event description:
The customer reported, the battery contact points are not fully connecting with device

Manufacturer narrative:
(B)(4). The customer reported the battery contact points are not fully connectin with device. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.